Event description:
The customer reported the device would not deliver a shock. Status log did show charge/shock failures; no specific date of event. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.